Event description:
Device #1 of 2: reference MFR. Report:1627487-2014-26999. Event date is unknown. Patient reports she is experiencing redness and inflammation at her incision sites. In addition, she was experiencing a headache and fever. The incision sites were puffy and drainage was noted. Follow up information identified the physician stated the drainage and inflammation were a result of the sutures having been in place too long.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.